Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. Customer stated that there was leak by reservoir by the area of connection. After troubleshooting, customer was advised to change entire set, reservoir and treat as per healthcare professional¿s instructions. The reservoir will not be returned for analysis.